Manufacturer narrative:
The device has been returned to (B)(4) for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that 75 firefighters in training had readings of spco between (B)(6). Customer reported that the firefighters had not been at any fires or reason to suspect high levels of spco. Some had used tools in the morning, but none had significant history of exposure. No consequences or impact to patient.